Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer was hospitalized on (B)(6) 2015 due to a high blood glucose level of 1,400 mg/dl. The customer had a diabetic ketoacidosis. She was administered insulin drip. The customer wore her insulin pump at the time of the emergency room visit. She declined further troubleshooting. The device was not returned.